Event description:
Elderly male with no history of coronary heart disease. To ed with chest pain and shortness of breath. Identified afib and acute myocardial infarction. In the or 3 days later for coronary artery bypass graft x 3 and left atrial clipping. In surgery the insulation on the cautery tip separated. Unable to use. Another device used, no identified harm to patient.